Manufacturer narrative:
Report is for unk - plate trauma/unknown lot number. Original implant date is sometime around the 3 weeks post initial surgery. Device is not expected to be returned for manufacturer review/investigation. (B)(4). The patient experienced an infection requiring a revision surgery. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient suffered from infection at 3 weeks post initial surgery. Revision surgery took place on (B)(6) 2017. The patient may require more procedures to deal with infection that may affect fixation. It is expected that there will be an extended healing time for this due to infection complication. This complaint involves 3 parts. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Patient¿s age is reported as over 40 years old. Patient¿s date of birth is not provided for reporting. This report is three (3) unknown plates. Part and lot numbers are unknown. Implant date: original implant date is sometime around the 3 weeks prior to revision surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the revision surgery of open reduction internal fixation of proximal ulna took place on (B)(6) 2017 due infection and tips of the 3 screws protruding into joint surface affecting movement. During revision surgery, the surgeon removed 3 screws due to prominence into the joint surface and infection and while surgeon was tightening the existing screws in the plate, he noticed that the two most proximal 2.7 variable angle (va) locking screws on the ulna plate were not engaged. These were subsequently exchanged for 2.7mm locking compression (lcp) locking screws that maintained some engagement with the plate. This report addresses the postoperative event of infection and backed out screws. The intraoperative issues which occurred during revision surgery has been reported under linked complaint (B)(4). This report is three (3) unknown plates. This is report 3 of 4 for complaint (B)(4).